Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: colombia. It was reported that the thread frayed during surgery.

Manufacturer narrative:
Received samples: customer didn't attach samples of the complaint batch preliminary analysis: stock review: once the stock of this batch in warehouse was reviewed, it was verified that currently there are not units of this batch number. Imported/manufactured units: it was made the lot tracing and it was verified that they were manufactured (B)(4) units of this batch number. Distributed quantity: all units were distributed to 10 customers, which are located in next cities: (B)(6). Background: complaint database was checked and it was verified that to the date, there aren't reports related to this cause and batch number. Batch record: documentation of the batch was reviewed, in process and finished product quality controls were checked and there weren't found deviations, either alterations during process results for batch release: the obtained results for batch releasing, in regard to resistance to tension in the knot, with minimum of 2.87 kgf, maximum of 3.91 kgf and mean of 3.42 kgf, met the requirements for this type of suture, it was not observed fraying (usp: mean limit: 2.77 kgf, minimum 1.45 kgf). Sample analysis: as long as it was not received any sample and there aren't available units in warehouse, it is not possible to carry out an investigation which determines the root cause of this incident. Conclusions: the complaint is classified as "not evaluable", since there aren't available samples for investigation, it is not possible to reach an accurate conclusion on the occurred incident. Please take into account that in order to carry out an appropriate assessment to complaints, it is necessary to attach at least 5 units of the same batch in closed package, in order to perform the established usp essays. Actions:no corrective or preventive actions are taken on this complaint, since from review there weren't identified product failures.